Event description:
Patient used medtronic paradigm insulin infusion pump. With new batch of "silhouette" infusion sets, needle at proximal end is not long enough to fully penetrate rubber seal on insulin reservoir cylinder, partially preventing delivery of insulin to pt, causing, high blood sugar - patient self treated with supplemental subcutaneous insulin shots. Distributed by: medtronic minimed.